Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable glucose results for several samples from one patient when tested on the reflotron analyzer. The first sample from the patient was tested using the reflotron and generated a result of 62 mg/dl. A sample was also tested within a "very few minutes" on an aviva system which generated a result of 95 mg/dl. After lunch, a different sample from the same patient was tested using the reflotron and generated a result of 92 mg/dl. A sample was also tested within a "very few minutes" on an accuchek system which generated a result of 140 mg/dl. Immediately after receiving the "after lunch" discrepant results, the same patient was tested using a one touch system and an accuchek system, both systems generated glucose results of 140 mg/dl. The pharmacist that ran the tests believed the reflotron results were erroneous. No adverse events occurred. The reflotron strips lot number was 20004102.

Manufacturer narrative:
The customer did not return the reflotron instrument. The customer returned strips for further invsetigation. Testing on the returned strips and retention materials performed within specification. No product malfunction was detected. The customer confirmed no adverse events occurred.